Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed critical pump error with open book image. Customer reported that the battery cap was broken and insulin pump had cracked. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged battery cap cracked/damaged, critical pump error (open book image) alarm and cosmetic damage located at the battery compartment found on may 22, 2022. Unable to confirm battery cap damage due to device received without the original battery cap. A test battery cap locks securely into place. Device was received with a cracked case-corner of belt clip rails near the battery tube compartment. Device was also received stuck on flashing medtronic logo with an audio beep and vibrate alert. Device was also received with a horizontal line on the screen/missing segments/partial display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test or verify critical pump error (open book image) alarm due to stuck on flashing medtronic logo with an audio beep and vibrate alert. Unable to download history files and traces using thump due to stuck on flashing medtronic logo with an audio beep and vibrate alert. Device was cut open to perform visual inspection and found corrosion on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. ¿the original pcba 2 was cleaned and installed and swapped out with a working test pcba1, case, internal battery and motor. Powered the device on using the battery simulator and stuck on flashing medtronic logo with an audio beep and vibrate alert noted. No horizontal line on the screen/missing segments/partial display noted. The original pcba1 was cleaned and installed and swapped out with a working test pcba2, case, internal battery and motor. Powered the device on using the battery simulator and no stuck on flashing medtronic logo with an audio beep and vibrate alert noted. However, a horizontal line on the screen/missing segments/partial display noted. The original pcba 1 was re-installed and swapped out with a working test pcba2, case, internal battery and motor. Powered the device on using the aa 1.5v battery and continued testing. The device failed the self test due to a horizontal line on the screen/missing segments/partial display noted. Stuck on flashing medtronic logo with an audio beep and vibrate alert was confirmed due to corrosion on the pcba 2. Horizontal line on the screen/missing segments/partial display was confirmed, poblem isolated on the lcd/pcba1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to confirm battery cap damage due to pump received without the original battery cap. Cosmetic damage was confirmed at the battery compartment. Horizontal line on the screen/missing segments/partial display was confirmed, poblem isolated on the lcd/pcba1. Unable to verify critical pump error (open book image) alarm and download history files and traces using thump due to stuck on flashing medtronic logo with an audio beep and vibrate alert. Stuck on flashing medtronic logo with an audio beep and vibrate alert were confirmed due to corrosion on the pcba 2. During visual inspection, corrosion was also found on the pcba1, force sensor, motor and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.